Manufacturer narrative:
Concomitant medical products: 1688tc-46 lead implanted (B)(6) 2006.

Event description:
It was reported that the patient experienced a wound dehiscence approximately two weeks after implant of the cardiac resynchronization therapy defibrillator (crt-d). Drainage at the pocket site and fever were noted. The patient was admitted to the hospital for intravenous antibiotics and revision of the pocket site. Cultures of the pocket and blood were confirmed to be negative for infection and white blood cell counts were within normal limits. Bleeding at the implant site was noted approximately ten days and twenty days after the pocket was revised. The patient was admitted to the emergency room and a pressure dressing was applied. A wound check one month after the pocket revision confirmed the site was healing well and the device remains in use. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.